Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main keypad was out specification with a collapsed button. It was also noted that the upper and lower cases were broken.

Event description:
It was reported the epg (external pulse generator) starts to turn on, but then it turns itself off. The condition was found during testing before use on a patient, so there was no patient involvement. The epg was returned for repair.